Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with device use; the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 30, 2015.